Manufacturer narrative:
Section d4: serial number was requested but not provided. Manufacturer's investigation conclusion: during the evaluation of the returned system controller (serial # (B)(6)), an incidental finding of a no external power alarm event was captured on (B)(6) 2023. The alarm was related to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and continued to operate at the patient speed value. Shortly after, the power was restored, and the alarms cleared. Additional information communicated indicated the root cause of the loss of power from the mobile power unit was unknown. The unit was not exchanged and will not be returned. A root cause of the loss of power from the mobile power unit could not be determined through this evaluation. Serial number of the mobile power unit was unavailable, and the device history record was not reviewed. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported a no external power alarm event was captured in the log files on 01apr2023. The alarm was related to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and continued to operate at the appropriate speed value. Shortly after the power was restored and the alarms cleared. The ebb use count increased to 9 for this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.